Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, physician wanted to reposition the lead as the physician was unsatisfied with the lead position. Physician encountered difficulty in unscrewing the set-screw while trying to unscrew the setscrew to remove the lead from the header. The septum was removed and the physician was eventually able to unscrew the setscrew with a lot of effort. Device was replaced. There were no adverse events to the patient. Patient was well.

Manufacturer narrative:
The reported field event of the inability to loosen the setscrew could not be confirmed in the laboratory. Upon receipt, the v-septum and a-septum were removed and the setscrew was missing. Visual inspection found no anomalies.